Event description:
It was reported that the device did not stimulate and could not be interrogated, so it was explanted. During the procedure, the atrial lead was also replaced because it did not work. The patient reported receiving an electrical shock after touching a cow electrical enclosure. No patient complications were reported as a result of this event.